Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the pump screen. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.